Event description:
Same case as MDR# 6000093-2006-01486. It was reported that two days following a coronary artery drug eluting stenting treatment procedure, the patient experienced thrombosis and subsequently died. At hospital, the patient had one taxus express2 drug eluting stent of unknown size implanted in the left anterior descending coronary artery (lad) and one taxus express2 stent implanted in the circumflex (cx). Two days later, the patient presented to the emergency room (ER) of this reporting facility at 9:51 am with chest pain. While being assessed in the ER the patient experienced ventricular tachycardia and ventricular fibrillation. He was stabilized and transferred to the cardiac catheterization lab. In route to the cath lab, the patient began coding. Once in the cath lab it was found that there was thrombosis along the lad, diagonal and cx. The physician performed angioplasty using a 2.5x15mm maverick balloon in all three vessels to clear the thrombosis. Flow was regained; there was no evidence of stenosis. There was no stent placed. A balloon pump was inserted to increase diastolic flow. Cardioversion was done. The patient was transferred to intensive care, where he died the same day at 1505. Medications included plavix and aspirin. There was no autopsy performed. Additional information was requested from both hospitals; however, the hospital where the initial procedure was performed was not able to offer any additional information without the patient's name. The reporting facility offered all the information they had. Follow up has been requested from the physician's office (it was reported that the same physician performed both procedures), but there has been no response as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined and a similar complaints review could not be performed. The cause of the difficulties experienced during the procedure could not be determined.